Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related an issue related to a ventilator's sound abatement foam. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on date (B)(6) 2021 for further evaluation. The device was evaluated on date (B)(6) 2022. There was no mention of visual findings to the external part of the device. Upon external/internal examination, pil reviewed the event log from the device as received. The log shows no major equipment related failure alarms during time of complaint. Pil visually inspected the trilogy100 ventilator for obvious defects and found none. Checked the end of flow sensor assembly for debris and found none. The unit was opened to inspect the whole flow sensor assembly and found no debris. Removed the rear air path assembly to inspect the foam inserts. The foam showed no signs of degradation. None of which would contribute to patient therapy failures. All other test steps passed. Pil found no evidence of customer allegation which was occurred. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section d8, d9, h2, h3 and h6 were updated.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.